Event description:
It was reported that the patient was losing stimulation most of the time when they lean forward. The patient was implanted in (B)(6) 2014 and was programmed with adaptive stimulation 6 weeks after implant. It was noted that the problems started when the adaptive stimulation was programmed. It was noted that the patient stated that it was like they lose stimulation, it stops, then resumes; and it¿s like the stimulation feeling goes dead for a while and then comes back. The loss of stimulation happens when the patient was sitting and leaning forward most of the time. It was noted that a manufacturer representative reoriented the patient and put them in manual mode. The patient programmer was then reportedly used to increase amplitude and the amplitude would ¿go up super slow¿ when it was in adaptive stimulation. Another programmer was used and it worked just fine increasing stimulation. It was further reported that impedances were fine when the patient was being programmed on the day prior to the report but they were losing connection when programming and would get an error message. It was noted that they would lose connection after 2-3 minutes, they would lose telemetry. It was noted that the implantable neurostimulator (ins) was tilted in the pocket. The device was reportedly on the upper left buttock. It was later reported that the patient was receiving adequate stimulation. It was noted that a manufacturer representative and they opened the patient¿s sensor positional range and that seemed to solve the issue.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, product type programmer, physician. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(4) 2014, product type: lead. Product ID: 97740, product type: programmer, patient. (B)(4).